Event description:
It was reported, the pt ((B)(6)) is experiencing pain at the ipg site. In addition, the pt claims her therapy relief is not as effective as it has been in the past, and it feels as if the ipg has moved. The pt was referred to the implanting physician for further eval.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.